Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
Information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving gablofen (baclofen; 2000 mcg/ml) at 660 mcg/day via an implantable pump; the lot number was unknown. Indications for use included intractable spasticity and stroke. Concomitant medications and patient history were not provided. On (B)(6) 2015, it was reported that the actual residual volume (arv) was 0, but the expected residual volume (erv) was 5.5. No discrepancies were noted on past refills. No patient symptoms were reported. The hcp was concerned about how long the patient was without medication, and what does they should start the pump back up at. As of (B)(6) 2015, the cause of the volume discrepancy was unknown, and it had not been resolved. Additional information later received reported that the healthcare provider stated that the volume discrepancy had not recurred and so for now it was resolved the cause was unknown and the patient was doing fine. On (B)(6) 2015 it was further reported that the patient arrived for a refill on (B)(6) with no signs or symptoms of withdrawal. The refill was performed and expected volume was 5.1cc's but 0cc's were withdrawn. The refill was performed at 0945. They decreased him from 999 mcg/day to 660 mcg/day and updated the pump and sent the patient home with his aunt for observation. His family noted on (B)(6) about mid-afternoon or evening that he was confused and lethargic. Then on (B)(6) 2015 the patient saw the healthcare provider and had increased tone and looked bad. The healthcare provider sent the patient to the ER (emergency room). A CT scan was taken which was negative. The patient was admitted to the hospital for observation on (B)(6) 2015. The healthcare provider increased the dose from 660 up to 750 on (B)(6) 2015. The patient reported feeling confused, tight and decreased mobility. No itching. The patient was discharged on (B)(6) 2015. The healthcare provider had been increasing the patient's dose. The patient's current dose was 1151.7 mcg/day. The patient was better but feels like he hasn't gotten back to where he was on that (B)(6)2015 tuesday with his ue function. The healthcare providers thought that because they did not know how long the pump was empty that it would be better to decrease the rate to avoid overdose. Two days later the patient went through withdrawal. Per the reporter it was a regular refill and they had not seen any volume discrepancies in the past. The healthcare providers were able to get the pump completely filled and were able to get all of it in. The reporter did not think a refill had occurred since and checked the volume either. The reporter stated they did not use compounded drug, they had switched to gablofen about one year ago when questioned about the drug concentration. The reporter did not think that the patient had excess catheter but was not sure. The reporter stated that they thought they would have seen the catheter across the pump when they did the dye study during the hospitalization and that csf would accumulate in the pocket if the catheter had been nicked during the refill.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider reported the patient arrived for a normal refill. At the refill the patient had no withdrawal symptoms, but the dose was decreased from 1,000 mcg/day to 600 mcg/day in case the pump was over infusing. The patient experienced withdrawal symptoms the next day, and was admitted to the hospital. The patient experienced tightness and had a change in mental status. The patient's dose was put back at 1000mcg/day and has been increased again to 1151 mcg/day. At the time of report the patient still had some residual tightness, but they were working through that.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional and company representative. It was later clarified that ue function was referring to the fact the patient was believed to be wheelchair bound. The upper extremity function was referring to the use of the patient's arms for maneuvering the wheelchair. The current status of the patient's upper extremity function was unknown. At the time of event, the patient was taking metoprolol 25 mg, twice daily, citalopram 40mg daily, norco 10/325 as needed for pain, clonazepam 1mg every 8 hours as needed for anxiety, melatonin 6mg at bedtime, mirtazapine 30mg at bedtime, tizanidine 4 mg, as needed for muscle spasms, and lisinopril 10mg daily.